Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on the right ventricular lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 7.8cm to 8.1cm from the pin consistent with lead friction to the ICD. The ring electrode coil at the is-1 connector leg was exposed. This is consistent with the observation from the field of noise.